Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit still says to calibrate batteries after calibrating them. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.